Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling shortly after surgery and dislocating her shoulder along with tearing her pectoral muscle. The original case revised a depuy hemi to a djo altivate reverse.